Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Two different nano meters gave the following blood glucose results within 10 minutes: meter 1: 426 mg/dl at 5:56 pm; 270 mg/dl at 5:58 pm. Meter 2: 356 mg/dl at 5:58 pm ; 192 mg/dl at 6:00 pm; 123 mg/dl at 6:02 pm . The same vial of test strips were used with both meters. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.